Event description:
An onkos sales representative reported a revision surgery which took place on (B)(6) 2025 due to an alleged infection in an eleos proximal tibial replacement patient. None of the hardware was revised during the procedure.

Manufacturer narrative:
The root cause of the reported patient infection was not determined; the in situ eleos devices were not revised during the washout surgery.